Manufacturer narrative:
A ge service representative performed an on site investigation. The wiring harness was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The system reported the system was not turning on (no boot). There was no patient injury or death reported.